Event description:
It was reported that the mesh separated from the needle. The collar and the tape came off together and were recovered vaginally. This occurred three times with three "tvt" devices. The patient had previously been operated on for a ruptured appendix. The patient's incision was left open at the end of that procedure and healed by secondary intention. No mesh was used in the previous abdominal closure, therefore, the physician feels that dense scar tissue was the cause of the needle/tape separation. "Tvt" placement was abandoned and an anterior repair was performed, which has apparently been successful and the physician does not foresee the need for additional surgery.